Event description:
It was reported that the cot unexpectedly dropped while tranporting a patient. It was further reported that the patient required medical intervention due to the drop, but no further details were given. Upon evaluation no defect was found with the unit.

Manufacturer narrative:
It was reported by the customer that the cot drop may be attributed to use error, however details of the use error were not made available.

Event description:
It was reported that the cot unexpectedly dropped while tranporting a patient. It was further reported that the patient required medical intervention due to the drop, but no further details were given. Upon evaluation no defect was found with the unit.